Event description:
The device was returned for a pneumatic valve leak failure. During start up, the compressor could be heard firing more than normally. After pump started up, a red pump service alarm was displayed. Log file review indicates multiple pneumatic valve 2 leak failures. The device was put into manufacturing mode to test the pneumatic system. All tests performed on the pneumatic system passed successfully. Despite this complaint not being confirmed, to ensure the quality of the lvp and patient care, the suspected to be intermittently failing component(s), in this case valve 2 will be replaced during repair.

Event description:
The following has been reported. Biomed reported: pump problem right after I load the cassette a preliminary review identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.